Event description:
It was reported by service report that the footend lift was stuck in an elevated position and could not be lowered to the lowest position. No patient involvement or adverse consequences were reported.